Event description:
It was reported that patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing great postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.